Event description:
On (B)(6) 2026, a patient underwent implantation of a long-term dialysis catheter placement procedure using a equistream hemodialysis catheter via the jugular vein. Post the procedure on june 01, 2026, during dialysis, the clamp was found to have a complete fracture and was unusable. During hemodialysis treatment, blood oozing was observed from the front end of the catheter's clamp. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.